Manufacturer narrative:
Conclusion statement: accellerated wear due to device misalignment. Product was MFR and sold by another co. The assets of which were purchased by this co.

Event description:
Original surgery was on 1/7/95. Revision surgery performed on 7/18/96 due to an alleged broken tibial insert. Although femoral component, tibial stem, and tibial base were also revision, no complaint was stated on these.